Manufacturer narrative:
Continuation of d10: product ID 39286-65 lot# serial# (B)(6). Implanted: (B)(6) 2013. Explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Product returned for analysis. Rep reported "possible defective port in scs generator" as the reason for the product return.

Event description:
It was reported that the manufacturer's rep said the healthcare professional (hcp) had difficulty removing the bottom lead from the old neurostimulator. Hcp pushed the lead back in and then turn/torque the lead out and eventually was successful. Rep said there was lead discoloration due to possible contact with fluid. The lead rigidity was different, the shape of the lead was different when hcp got it out, that some electrodes seemed more stretched or lower. Rep said hcp couldn't insert the lead into the new neurostimulator. Hcp left the bottom lead behind the neurostimulator. Rep to program patient with the upper lead and if that doesn't give patient pain relief then hcp will revise the lead. Rep to send the old neurostimulator back for analysis. Impedance prior to replacement surgery was good. Troubleshooting was not required. On (B)(6) 2022 no new information was received from the rep. On (B)(6) 2022 the rep reported that this issue was noticed at replacement of generator near end of life. No issues were reported with the lead as the patient was receiving adequate relief and all impedances were within normal range. The lead was not able to be easily removed from the header block. The lead looked corroded and discolored. When the physician finally was able to get the lead out, it looked as though some of the electrodes may have displaced. Programming of the upper lead did not provide relief. It is unknown what caused the lead issue. The battery will be sent back for analysis once the rep receives the return kit mailer. Patient weight remains unknown.

Manufacturer narrative:
Product ID 39286-65 serial/lot#: (B)(4), implanted: (B)(6) 2013, product type lead. Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(4), ubd: 16-feb-2016, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Lead was returned for analysis. The rep reported the lead could possibly be damaged.

Manufacturer narrative:
Continuation of d10: product ID: 39286-65, serial#: (B)(6), implanted: (B)(6) 2013, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3: product ID 37714; serial# (B)(6) was returned for product analysis. Analysis found no significant anomaly. H3: product ID 39286-65; serial# (B)(6) was returned for product analysis. Analysis found the proximal end of the stim lead insulation was consistent with metal ion oxidation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.